Event description:
It has been reported that the pt had to undergo a second surgery the day after the initial surgery to remove a piece of instrument debris that was left in the pt. The piece was noticed during post-op x-rays.